Event description:
Reporter alleged the customer obtained discrepant blood glucose of 197 mg/dl back to back with a result of 45 mg/dl when testing was performed less than 10 minutes apart on the aviva system. Reporter indicated that she was experiencing some hypoglycemic symptoms during the time of testing. Reporter stated the customer self-treated with orange juice. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.